Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had keypad anomaly. It was reported that buttons were falling. The customer reported that the act and up button were unresponsive. It was mentioned that they experienced high blood glucose while having air bubbles in the reservoir. The customer's blood glucose was 400 mg/dl. The customer was treated with manual injection. The device will be returned for analysis.